Manufacturer narrative:
Batch review performed on 05.mar.2021: lot 150972a: 1 item manufactured and released on 9-mar-2020. Expiration date: 2025-02-25. No anomalies found related to the problem. To date, 1 item of the same lot have been already sold without any other similar reported event. Additional implant involved: gmk-primary 02.07.0412psf tibial insert ps fixed size 4/12mm (k090988) lot. 179573 batch review performed on 05.mar.2021: lot 179573: 75 items manufactured and released on 20-mar-2018. Expiration date: 2023-03-09. No anomalies found related to the problem. To date, 64 items of the same lot have been already sold without any other similar reported event. Additional implant involved: gmk-primary 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot. 1909610 batch review performed on 05.mar.2021: lot 1909610: 132 items manufactured and released on 6-apr-2020. Expiration date: 2025-03-29. No anomalies found related to the problem. To date, 103 items of the same lot have been already sold without any other similar reported event. Additional implant involved: gmk-primary 02.07.0034rp patella resurfacing size 2 (k090988) lot. 2000628 batch review performed on 05.mar.2021: lot 2000628: 240 items manufactured and released on 3-mar-2020. Expiration date: 2025-02-18. No anomalies found related to the problem. To date, 224 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in 4 months after the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components, and implanted an antibiotic spacer. The surgery was completed successfully.